Event description:
Additional information received indicated a procedure may take place at a later date to implant leads.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the patient had an scs system implanted. Postoperatively, therapy was reported to have been achieved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the physician was unable to implant the leads due to the patient anatomy. The physician was unable to get the leads into the epidural space thus abandoned the procedure.